Event description:
It was reported while using bd luer-lok¿ tip syringe only the plunger was difficult to move. There was no report of patient impact. The following information was provided by the initial reporter: cdr pharmacist facing difficulty in medication reconstitution as the plunger of syringes are very tight to pull and forced to use alternative to complete cytotoxic drug reconstitution.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval.: yes. D.9. Returned to manufacturer on: 2/22/2022. H.6. Investigation: it was reported the plunger of syringes are very tight. To aid in the investigation, two boxes of (B)(4) units each, for a total of (B)(4) units were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Twenty samples were selected to test for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the solution, and there were values that were out of specification. A device history record review was completed for provided material number 302832, lot number 0302934. The review revealed there was documentation for this type of defect during the production run of this batch. There was an air leak at the silicone application station inducing insufficient silicone applied to some of the syringes. These products are an escape from this reported incident. The air leak was repaired. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported while using bd luer-lok¿ tip syringe only the plunger was difficult to move. There was no report of patient impact. The following information was provided by the initial reporter: cdr pharmacist facing difficulty in medication reconstitution as the plunger of syringes are very tight to pull and forced to use alternative to complete cytotoxic drug reconstitution.